Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 200, 177, 215, 171 and 168 mg/dl. The customer's expected fasting blood glucose test result is 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 177 mg/dl and 186 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/18/2018 and open vial date at time of call is one month. The meter memory was reviewed for previous test result history (time not set): result 1 :200mg/dl date:(B)(6) time:1:48 pm fasting, result 2 :177mg/dl date:(B)(6) time:1:44 pm fasting, result 3 :215mg/dl date:(B)(6) time:1:43 pm fasting, result 4 :171mg/dl date:(B)(6) time:1:40 pm fasting, result 5 :168mg/dl date:(B)(6) time:1:39 pm fasting.